Event description:
It was reported that the surgeon inserted a 19.5 diopter aa4204vl silicone plate lens and the trailing haptic tore during insertion. The reporter indicated the mouth of the injector was too sharp and tore the lens. The incision was enlarged to remove the lens and another silicone plate lens was implanted.